Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted if additional information becomes available.

Event description:
It was reported that during priming a leaking arterial filter was detected. No patient was involved. (B)(4).

Manufacturer narrative:
The quart 70000.0175 (00175#quart, halbfertigteil) has been received for further investigation in manufacturer`s laboratory. It has been investigated as follows: visual inspection, tightness test acc. To lv 203 and tightness with roller pump have been performed. Investigation results: during tightness test acc. To lv 203 the exact position of the leak in the arterial filter between the cover and the housing could be detected (improper ultrasonic welding). During testing with roller pump leakage at quart could also be detected but the exact position was not found during this kind of test. The existing liquid collected at the lowest point of the filter and drained. The complaint "leakage at arterial filter" could be confirmed. Thus the failure could be confirmed. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
(B)(4).

Manufacturer narrative:
The device history record has been reviewed for the mentioned lot and no abnormality was found.

Event description:
(B)(4).